Manufacturer narrative:
Cmp-(B)(4). MDR # 0001825034-2017-11289 also filed for this complaint. Report source, foreign -event occurred in (B)(6). UDI# (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent initial right hip arthroplasty. At a later time, the patient developed reddening in the upper leg & allergic skin reaction. The patient was treated at home with cortisone cream applied locally to affected site, which resolved the event.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.